Event description:
Device malfunction: bent vessel locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure or the right common femoral artery after an interventional procedure. Reportedly, after the sheath was split and the clip deployed bleeding was noted after the device was removed. Hemostasis was achieved using manual compression. The vessel locator wings were found to be bent. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.